Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the pneumatic block revealed water damage. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.